Event description:
On december 4th and 5th, 2025, a customer reported experiencing a cartridge alarm 30 during the pump's load process. There was no adverse impact on the customer's blood glucose level as it did not exceed critical thresholds. As a resolution, tandem technical support confirmed the issue and arranged for the replacement of the pump, which was still under warranty. The customer was instructed to use a backup insulin pump to ensure uninterrupted insulin delivery in the meantime. Additionally, the customer agreed to return the faulty pump to tandem using a pre-paid return box, understanding to put the pump into storage mode before shipping it back. Tandem technical support provided guidance on programming the settings and connecting the cgm to the replacement pump.